Event description:
Caller reported a malfunction on pump with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting the pump, and customer was instructed to continue using pump and to call back if any malfunction code recurs. Customer acknowledged and understood these instructions.